Event description:
Spouse stated v-gos loosened and some fell off during december 2020. Spouse did not provide specific dates or details for those events and those v-gos were discarded prior to this report.